Event description:
There was no patient involved in this event. Device rattles when shaken.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on the 8th september 2015 and on this date the device passed an auto self-test and a self-test during a manual power cycle. A test pad-pak was inserted and passed a self-test. On handling the device, the device was found to rattle when shaken, this confirms the reported fault. The device was disassembled for investigation. Upon visual inspection a foreign object was found inside the device, this would have caused the reported fault.investigation found the reported fault was due to a foreign object within the device. This foreign object was mistakenly placed within the device during assembly stage. The object had no effect on the devices ability to deliver therapy.